Event description:
Procedure performed: cholecystectomy. Event description: the customer has been using the clip applicator for a long time and routinely. The clip applicator was inserted as usual and only preloaded in front of the structure. (Name redacted) wanted to provide the necessary structures with the clip applicator. When preloading the clip came out of the shaft deformed. Additional clips could no longer be reloaded properly and as a result fell out of the clip applicator. A second clip applicator was opened to complete the surgery. This applicator caused no problems. They used reusable trocars from [competitor] and a disposable trocar form applied medical (cff03). The mic-instruments are from [competitor]. Information received by tm via e-mail on 21may24: 1. When during the procedure was the bend noticed? Unfortunately, I can't really remember. But I think it was right when the clips were placed on the cystic duct. At first no clip fired. Then a deformed clip came. 2. How many clips experienced the reported event? > 2 (after removing the first deformed clip) 3. Did the surgeon torque the jaws on vessel or tubular structure? Yes. The way the clip is always placed. Insert clip applier, preload, place and then squeeze. Press plastic on plastic (handle) 4. What type of tissue (duct, vessel) was the clip being closed over? D. Cysticus. 5. Was the clip closed over thick/dense tissue? No. 6. Were the jaws located completely around the vessel or structure to be ligated? Yes 7. Did the surgeon skeletonize the tissue with the jaws? No. Patient status: patient status is ok. Intervention: a second clip applicator was opened to complete the surgery. This applicator caused no problems.

Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: the customer has been using the clip applicator for a long time and routinely. The clip applicator was inserted as usual and only preloaded in front of the structure. [Name] wanted to provide the necessary structures with the clip applicator. When preloading the clip came out of the shaft deformed. Additional clips could no longer be reloaded properly and as a result fell out of the clip applicator.a second clip applicator was opened to complete the surgery. This applicator caused no problems.they used reusable trocars from [competitor] and a disposalble trocar form applied medical (cff03). The mic-instruments are from [competitor]. Information received by tm via e-mail on 21may24: unfortunately I can't really remember when during the procedure the bend was noticed . But I think it was right when the clips were placed on the cystic duct. At first no clip fired. Then a deformed clip came.more than 2 clips experienced the reported event(after removing the first deformed clip).the way the clip is always placed. Insert clip applier, preload, place and then squeeze. Press plastic on plastic (handle).the clip being closed over d. Cysticus. The clip did not close over thick/dense tissue.the jaws located completely around the vessel or structure to be ligated.the surgeon did not skeletonize the tissue. Patient status: patient status is ok. Intervention: a second clip applicator was opened to complete the surgery. This applicator caused no problems.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, however, the complainant¿s experience of the clips not loading into the jaws could not be confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. A historical trend analysis and review of production records was performed, and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
Initial report contained incorrect submission date (7/22/2024) for b4. Date provided in b4 should have been july 26th, 2024.

Event description:
Procedure performed: cholecystectomy. Event description: the customer has been using the clip applicator for a long time and routinely. The clip applicator was inserted as usual and only preloaded in front of the structure. (Name redacted) wanted to provide the necessary structures with the clip applicator. When preloading the clip came out of the shaft deformed. Additional clips could no longer be reloaded properly and as a result fell out of the clip applicator. A second clip applicator was opened to complete the surgery. This applicator caused no problems. They used reusable trocars from [competitor] and a disposable trocar form applied medical (cff03). The mic-instruments are from [competitor]. Information received by tm via e-mail on 21may24: 1. When during the procedure was the bend noticed? Unfortunately I can't really remember . But I think it was right when the clips were placed on the cystic duct. At first no clip fired. Then a deformed clip came. 2. How many clips experienced the reported event? > 2 (after removing the first deformed clip). 3. Did the surgeon torque the jaws on vessel or tubular structure? Yes. The way the clip is always placed. Insert clip applier, preload, place and then squeeze. Press plastic on plastic (handle). 4. What type of tissue (duct, vessel) was the clip being closed over? D. Cysticus. 5. Was the clip closed over thick/dense tissue? No. 6. Were the jaws located completely around the vessel or structure to be ligated? Yes. 7. Did the surgeon skeletonize the tissue with the jaws? No. Patient status: patient status is ok. Intervention: a second clip applicator was opened to complete the surgery. This applicator caused no problems.